Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-524a-1817: the fiber tip is attached; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber tip detached" could not be confirmed; fiber cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 237,964 joules of use and 34 minutes, the ¿fiber tip detached.¿ the fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second fiber. There was no injury to patient reported.